Event description:
It was reported that intra-operatively, the implantable pulse generator (ipg) exhibited a grommet and/or a setscrew problem. It was further noted that the device setscrew would not engage the right atrial (ra) lead. The physician elected to implanted a different ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.